Event description:
It was reported that the lead exhibited inconsistent sensing ranging from 1.2mv to 7.0 mv. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.